Event description:
I had surgery inguinal hernia and it appears that the fixation device (protack) did not hold the mesh so the mesh move to the bladder and all the 3 tack was found all over the abdomen, 2 in the pelvis area and 1 in the upper right side. Rx meds: pain killer, antibiotics.